Event description:
(B)(4). I have been to my ob/gyn who agrees that symptoms may be related to essure and would like me to schedule for a hysterectomy. My list of symptoms and problems continues to grow. This is affecting my relationships, my job, and my life.

Event description:
(B)(4). Have had a history of problems since having the essure placed in 2012.

Event description:
(B)(4). In addition to previous symptoms posted- previous eye issues requiring treatment. Vision fog worse. Fatigue worse. Hysterectomy scheduled for (B)(6). Had x-ray today to verify coil placement. I had essure placed, ablation, laparoscopic surgery for endometriosis (which was never diagnosed prior to essure) the essure and ablation were instead of having to have major surgery and yet now I have more problems than before and still have to end up with a full hysterectomy.

Event description:
(B)(4). Continue to have many side effects and problems. List of problems has been cramping, pain, severe bloating, gas, severe heartburn, headaches, dizziness, mood swings, severe fatigue, acne, horribly dry and itching skin to the point of drawing blood, insomnia, forgetfulness, emotional, hair loss and "fuzzy" hair, vision fog. I've had an ablation, laparoscopy for endometriosis, been put on depression medication, had an ER visit with CT scan for severe pain, thyroid test, several gastro tests, ear infections, sinus infections.